Manufacturer narrative:
Additional: additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the hospital diabetes educator that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 27 mg/dl at the time of the incident. The customer had raised their basal rates by 1 unit by themselves since they were running high. The customer was at 296 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer was wearing the insulin pump during the incident. The customer received a compromised force sensor system alarm and the caller believes the pump was over delivering. Troubleshooting was not completed as the customer was uncooperative with the educator. The customer also lost their 670g pump. The insulin pump will not be returned for analysis.